Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; information entered here due to field character limits detailed product information was not provided to bsc. Good faith effort to obtain the information are currently underway. Because the product is unknown at this time, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further information provided, a supplemental medwatch will be filed.

Event description:
It was reported that at the end of a farapulse pulmonary vein isolation and posterior wall ablation procedure to treat persistent atrial fibrillation, a patient was tachycardic and required cardioversion, resuscitation, and monitoring in the intensive care unit (ICU). A patient with a history of ventricular tachycardia (vt) and a single chamber, non-boston scientific implantable cardioverter defibrillator (ICD) with an ejection fraction (ef) of 15 percent, was the patient in a de novo farapulse pulmonary vein isolation and posterior wall ablation procedure to treat longstanding persistent atrial fibrillation. The pulmonary veins and posterior wall were treated with a farawave catheter without note. 64 applications of energy were delivered overall. When the physician began to remove the farawave catheter, the patient became tachycardic and was in wide complex tachycardia at approximately 423ms/141bpm. The physician performed a cardioversion at 200j, and the patient went into sinus rhythm with ectopy. Within a few minutes, the patient returned to ventricular tachycardia. A second cardioversion was performed at 200j. Intracardiac echocardiography (ice) was used to determine if the patient was in pulseless electrical activity (pea). It was observed that the patient had very limited wall motion and valve opening, so a code was called and cardiopulmonary resuscitation (CPR) was performed. During the CPR, the patient was given bicarbonate. After the final round of cpt, the patient was in atrial fibrillation with rapid ventricular response (rvr) with a ventricular rate over 130bpm. The patient was transferred to the ICU for monitoring overnight. The patient was intubated and received pacing. The patient had an activating clotting time (act) of 271 just prior to the first cardioversion, and an act of 386 approximately 30 minutes later. The patient has reported pain due to the CPR performed. They are expected to fully recover. No other information is known at this time.